Event description:
This event was reported to baxter and refers to an overfill situation with a homechoice (hc). A male patient, living in an elderly home, received 9 cycles of peritoneal solution intake, without drain cycle. Each cycle contained 800ml. Reportedly, the patient received in total 7200ml of liquid without removal, only after the last cycle did the total liquid emptied with "a huge amount of liquid" as it was reported. The first "inaccurate cycle" started in 2007, continuing with "the same failure" during the night. The patient complained about abdominal pain, but the nursing staff could not detect a reason. The next morning, it became obvious that "there was a failure," the patient was disconnected from the machine and the staff contacted the dialysis station of the hospital responsible for the patient. The patient was transferred to the dialysis station where the hc instrument was exchanged. It was, however, not specified what 'failure' was observed. The reporter checked the hc log, and reportedly there was no alarm message stored. After baxter technical service (bts) checked the instrument, the total fill volume was discovered to be 3000ml, not 7200ml as reported. The event of the overfill during first fill occurred due to disregarding the alarm 'check patient line' (insufficient drain alarm) 5 times and additionally a 'low drain alarm' during initial drain phase. Since drain alarms were ignored, 1500ml remained in the patient per the therapy log, then an additional 1024ml was put into the patient from the first fill after the bypasses causing the overfill situation. Cause has been identified as use error (bypassing 5 check patient line alarms and a low drain alarm), due to a potential lack of adequate training of the elderly home hc operator. The patient and the staff of the elderly home have since been retrained by the baxter clinical specialist. Since the retraining, the patient is doing very well and has suffered no consequences from the overfill situation.

Manufacturer narrative:
The technical investigation of the device has been performed in the technical service workshop. Data from the patient card has been transferred to the therapy management system in renalsoft and then analyzed. Findings/conclusions: due to problems appearing in the initial drain of the treatment ("check patient line" 5 times and a "low drain volume"), the drain cycle was never completed. The 1500ml of the solution remained in the patient's body (due to the bypasses), followed by 1050ml of fill volume led the patient to the overfill condition. The problem could be caused either by insufficient education of the patient/caregiver or by not respecting warning/cautions provided in the homechoice patient at-home guide. Per the homechoice patient at-home guide, inappropriately bypassing a low drain volume alarm could leave fluid in the peritoneum and result in an overfill situation.